Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12895. It was reported that the patient was not receiving adequate therapy. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op. This report is in reference to devices being used for off-label use.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12895.